Event description:
It was reported that during a da vinci si cholecystectomy procedure, the monopolar curved scissors (mcs) instrument was noted to be dull and there was a notch on the scissors. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument was found with severe blade damage on the right blade, with corresponding and less severe damage on the left blade, in the form of indentations onto the blade. The evidence was inconclusive, but damage was likely due to mishandling. Engineering also found multiple hairline cracks on the distal end of the main tube. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the cracks in the main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.